Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as reported by nurse at hospital "faulty", did not work and "clips didn't deploy". No other information provided. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cam the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. There were no obvious defects in the part and the ductile mode of the failure indicates that no brittle phases were present from an improper heat treatment. It is unknown the cause of the failure of the component. The batch record was reviewed and no anomalies were noted during the manufacturing process.